Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The consolidated vent interface board was replaced to resolve the issue. Patient identifier: no report of patient. Involvement initial reporter name and address: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs madison - (B)(4).

Event description:
It was reported that there was an error resulting in loss of mechanical ventilation. There was no patient involvement.